Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer loaded cold insulin into the cartridge and was not properly removing the air. Tandem technical support educated the customer that this is off label. The customer continued to use the existing cartridge. Customer¿s blood glucose level was 210 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Cold insulin the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Air removal the tandem pump user guide instructs the user to remove any residual air from the cartridge. Device not returned.